Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. The reporter stated that after being exposed to water, the pump had powered off at random and there was evidence of moisture behind the display screen. The reporter denied damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/26/2013 - device evaluation:the pump has been returned and evaluated by product analysis 08/30/2013 with the following findings: upon visual inspection, moisture was evident behind the display lens. The pump was completely unresponsive due to moisture damage; the display was blank and no audible or vibratory alarms were functioning. A battery compartment crack was observed extending from the threads to the case seal. A leak test revealed a leak at the battery compartment crack as well as the display lens. Further testing was not able to be performed due to internal moisture damage. The pump case was removed and evidence of moisture contamination was observed throughout the inside of the pump.

Manufacturer narrative:
(B)(4).